Event description:
It was reported that; "pt's spouse called to ask questions as to what our implants are made of, and is there nickel in the implant. Wife alleges that her husband cannot walk after receiving a stryker knee. She wanted a complete listing of what our implants are made of and wants to know if the pt is informed in advance of possible allergic reactions to the metals. It was explained to her that she needed to address these questions with her surgeon.

Manufacturer narrative:
Device not returned. Device is still implanted in pt and therefore, it is not available for eval. No eval will be performed. If device becomes available with additional info a supplemental report will be issued.